Manufacturer narrative:
Physio-control removed the digital pcb assembly from the device and further evaluated it. Physio determined that the cause for the reported issue was due to the shock switch, designator sw3. Sw3 measured intermittently and showed variations in resistance, approximately 1 k ohm.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the shock button was intermittently not responding when pressed. Multiple attempts were made, pressing the shock button before the device would deliver a defibrillation shock. Two defibrillation shocks were delivered to the patient.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.